Event description:
Edwards received notification from a field clinical specialist that during a transfemoral valve-in-valve tavr in a non-edwards surgical valve, the commander delivery system balloon burst. As reported, the patient had a 21mm non-edwards valve and came back with stenosis. During deployment of a 20mm sapien 3 resilia valve, the delivery balloon was ruptured. The team post dilated with 20mm true balloon. The patient was stable after tavr.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. H3 other text : device is not available for return.

Manufacturer narrative:
The device was not returned for evaluation as it was not available for return. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case . The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of balloon burst was unable to be confirmed as neither the complaint device nor applicable imagery was provided. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Additionally, review of the DHR and lot history was not able to be performed since lot number was not provided. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. The complaint description states, ''the patient had a 21mm non-edwards valve and came back with stenosis. During deployment of a 20mm sapien 3 resilia valve, the delivery balloon was ruptured. The team post dilated with 20mm true balloon. The patient had moderate degree of calcium in the landing zone.'' The provided patient imagery revealed calcification in the patient's pre-existing surgical valve. The presence of calcification, in addition to a pre-existing valve, can create a challenging anatomy for balloon inflation. While the balloon is sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules and the struts of the degenerating pre-existing valve can compromise the structure of the balloon wall, even a low implantation pressure, through mechanism such as puncture, local overstretching, open cell impingement, or stress concentration. As such, available information suggests that patient factors (calcification, pre-existing valve) contributed to the balloon burst. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5.

Event description:
Edwards received notification from a field clinical specialist that during a transfemoral valve-in-valve tavr in a non-edwards surgical valve, the commander delivery system balloon burst upon full inflation. As reported, the patient had a 21mm non-edwards valve and came back with stenosis. During deployment of a 20mm sapien 3 resilia valve, the delivery balloon was ruptured. The team post dilated with 20mm true balloon. The patient had moderate degree of calcium in the landing zone. There was no extra volume added to the balloon prior to the inflation. There were no patient injuries and the patient was stable after tavr.